Event description:
It was reported that the pacemaker device had no telemetry and no function. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Concomitant products: 4568-45, implantable pacing lead, (B)(6) 2002. A 5076-52, implantable pacing lead, (B)(6) 2002. (B)(4).